Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral arterial occlusive disease procedure using a 6f sheath. Reportedly, the suture rail suddenly broke when both suture limbs were loaded onto the suture trimmer to advance the suture trimmer down to the arteriotomy. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment was not confirmed as the returned device condition indicated a posterior needle to cuff miss occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The returned device observations indicate a needle to cuff miss occurred due a posterior needle deflection related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment. The returned device condition was not consistent with the reported suture detachment occurring during knot advancement. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
A posterior foot break not returned was found during evaluation of the returned device. The foot separation was not noted upon removal of the device from the anatomy. There was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient.